Manufacturer narrative:
The customer reported that the issue was found during the repair of the navigation ring. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. Once the part is received, the necessary repair will be conducted. If new information is provided, a supplemental report will be submitted.

Event description:
The customer reported that the device had a high air flow out of range error message. It was unknown how the issue was found, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the removed flow sensor assembly was returned to the product investigation lab (pil) for analysis. The pil technician installed the component into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no anomalies. The pil technician reported the flow sensor assembly passed all testing. The reported issue could not be duplicated. The device was found to be in exceptional working order. There was no problem found. H11: updated contact information and contact office entity.